Event description:
Ac (alternating current) power cord was wired incorrectly on the new unit. It was found that the ground and neutral wires were reversed.======================manufacturer response for breast milk warmer, penguin nutritional warmer (per site reporter).======================the manufacturer was advised of the finding. They offered to replace all power cords.out of 26 new units only 1 power cord was found defective.